Manufacturer narrative:
Additional information: the product involved in the report has been returned and is being processed for evaluation. A review of the device history record and UDI number are in-progress. All information reasonably known as of 19-sep-2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint comp(B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
Fill volume: unknown, flow rate: 6ml/hr. Procedure: unknown, cathplace: unknown. It was reported, the pump was completely empty after one day. No clinical's signs of local anesthetic toxicity. On (B)(6) 2024 [the physician] spoke to a patient at home with an onq in place: [the patient] said the pump had been replaced the day prior before [the patient] was discharged, and that on the (B)(6) it was completely empty. [The patient] said the inside of the black bag was dry, and [the patient] clothing/bedding was also dry, leading [the physician] to think it was not an external leak. [The patient] ... Clicked the button about [three times] total between leaving the hospital and [the physician] call about 24 hours later. [The physician] asked [the patient] to recheck the rate and [the patient's spouse] noted the rate was set at 6ml/hr. [The clinical team] followed up closely and [the patient] has done well clinically without any concern for local anesthetic toxicity, but it is still concerning if the pump indeed ran that fast." The was no reports of injury other than delay in treatment.

Manufacturer narrative:
The actual device is reported to be available but has not been returned for evaluation. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The lot number was not provided by the customer. All information reasonably known as of 21-aug-2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The device history record for the reported lot number,30289068, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The sample was received empty. During the evaluation the distal end infuses when all selectable flow rates were selected during infusion verification, the flow accuracy test was performed and yielded a rate below specification. This explains that there was no fast flow observed or captured during the flow testing, and when the pressure pot testing was performed one of the rates was below specification. A destructive analysis was performed on the saf (select-a-flow) and a crystallized substance was found in the microtubing area, this could cause an obstruction of the flow. Per the instructions for use (IFU) the flow rate may be higher or lower at the first and last hours of infusion, and the labeled flow rates are based on the use of normal saline as diluent, if a different diluent/drug is used the viscosity could be affected and cause the flow rate to increase. Root cause could not be determined. All information reasonably known as of 19-sep-2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.